Event description:
The manufacturer received information alleging a ventilator's navigation button was not functioning. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. The j13 connector on the system board was found to have water damage.